Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events (renal dysfunction, arrhythmia, and right heart failure) as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), could not be conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU lists renal dysfunction, cardiac arrhythmia, and right heart failure as potential adverse events that may be associated with the use of the heartmate 3 lvas. The IFU also discusses the potential development of right heart failure following implant and outlines the associated treatment options. The IFU and patient handbook also outline care instructions in reference to preventing infection. The patient care and management section provides information regarding anticoagulation, including the recommended inr (international normalized ratio) values. Section 4 of the IFU explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. There are no audible alarms with a pi event. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient developed renal dysfunction. They were put on bumex drip for continuous diuretic therapy with minimal urine output. The patient had shortness of breath. Renal department was consulted for non-oliguric acute kidney injury and continuous renal replacement therapy (crrt) was initiated on (B)(6) 2021 for aggressive volume removal. The renal dysfunction was reported to be not related to the device and the patient did not have any preexisting renal issues. It was also noted, that prior to the left ventricular assist device(lvad), the patient's automatic implantable cardioverter-defibrillator (aicd) defibrillation function was turned off. Shortly after, the patient went into ventricular fibrillation. The patient was resuscitated. It was suspected that low potassium was the cause for the cardiac arrest. Surgery was performed and they were given potassium intraoperatively. On (B)(6) 2021, the patient had many pulsatility index (pi) events that were mostly with valsalva maneuvers and asymptomatic non-sustained ventricular tachycardia (vt). Lvad speed was dropped from 6000 rpm to 5600 rpm by the cardiothoracic surgeon on morning rounds given the patient's repeated runs of vt. A transthoracic echocardiogram (tte) was done and crrt was paused at midnight and resumed on (B)(6) 2021. 500 cc lactated ringers was given. On (B)(6) 2021, the patient was given amiodarone orally three times a day for more non-sustained vt related to coughing/vagal. There were no further episodes since the amiodarone was started and lvad speed decreased. Post-operatively the patient experienced right heart failure. The patient was given inotropes and was on milrinone drip for more than 14 days. Milrinone was discontinued on (B)(6) 2021.